Manufacturer narrative:
Product complaint # (B)(4). Investigation summary locking screw broke. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment (img_7666.jpg). The photo investigation revealed the body fractured of the dxtend screw lock d4.5x36mm. Although a definitive cause for the implant (screw) fracture is not established, there are many factors that could have contributed to this type of damage, including the possibility of a misalignment between the screw driver and the screw while assemblance; or by loosing contact of the driver's tip with the fines of the screw and creating a prying motion situation, as per delta xtend¿ reverse shoulder system surgical technique care notes (pages 19-23). Therefore, with information provided, the mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The device history review performed revealed that there is no indication that a design or manufacturing issue had caused the complaint condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dxtend screw lock d4.5x36mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device 5638529 number, and no non-conformances nor manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device 5638529 number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the locking screw broke. There was no surgical delay. The procedure was completed successfully. There were no patient consequences.